Event description:
It was reported that federal express delivered the cement to hospital receiving and it was leaking so customer refused boxes and it is returned to shipper.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not yet returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed as the reported product or photographs were not provided. Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Review complaint history review determined that there was no other similar reported events for the lot. The root cause of the reported leaking package cannot be determined as the product was not returned and photographs were not provided. It cannot be determined when the damage might have occurred but based on the description of the leaking package, the damage most likely occurred during transit to the hospital. Ncr (B)(4) was raised in january 2010 to address a trend noted for damage to simplex packaging. This trend was based on the volume of complaints received associated with packaging damage for simplex product. Upon application of adverse trend detection it was determined that the rate is within the risk acceptability criteria. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects

Event description:
It was reported that (B)(6) delivered the cement to hospital receiving and it was leaking so customer refused boxes and it is returned to shipper.